Manufacturer narrative:
A review of lot number 13-607-he showed (B)(4) units were manufactured, tested, inspected and release in (B)(6) 2012 with no anomalies cited in production. A picture was supplied with the complaint but we are unable to conclude a root cause based on the photograph. Not returned for evaluation

Event description:
Complaint received regarding one 12518-01, 9" bifuse ext. Set, lot# 13-607-he (mfgd. 01/2012). Report states, "the connector came off of the line while on the patient and it was attached to a central line." There was a delay in therapy and a possibility of blood loss.